Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: shout subject: (B)(6). Diagnosed with rotator cuff disease, discussed obtaining ultrasound to evaluate for rotator cuff tear. Medication : steroid injection,1cc 40mg kenalog and 4cc normal saline; patient received steroid injection in the right shoulder. Scheduled surgery for (B)(6) 2025."